Event description:
The facility reported flow rate problems during biomed testing. Details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -5.03% on cahnnel a from the desired amount. The specification of this device is +/-5%. A corrective and preventative action has been initiated (mdq-CAPA-164).